Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. Review of the event history log confirmed the system error 105 alarms. However, the investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's evaluation of a spectrum pump, it displayed system error 105. There was no patient involvement.